Event description:
It was reported that during the placement of two kissing stent in the iliac bifurcation, the stent failed to deploy. The procedure was completed successfully with different size stents. No reported injury to the pt.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing, and inspection of this product, and the product was found to have met all specifications prior to shipment. The complaint is inconclusive, root cause unk. As no sample was returned for investigation, an evaluation could not be performed. This application represents an off-label use for this device. The current info for use for this device states: the luminexx 3 biliary stent is indicated for use in the treatment of biliary strictures, resulting from malignant neoplasm.